Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch feature. Additionally, high ra threshold measurements were observed. The patient had reported not feeling quite right, however, the patient was not pacemaker dependent. Ra loss of capture (loc) was suspected. Ra outputs were increased and a follow up appointment was scheduled for a future date. A revision procedure was performed. The ra lead was successfully explanted and replaced. Subsequently, the pacemaker was explanted and replaced two years later for an unspecified reason. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the atrial ring sealplug. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.